Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch pah718-8711h and no non-conformances were identified. Note: events reported via mw 2210968-2019-86639, 2210968-2019-86641, 2210968-2019-86642.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, there were issues reported by nurse, needle breaking throughout case. It is unknown who the surgeon was or when this occurred. There were no adverse patient consequences reported. No additional information was provided.